Event description:
On an unknown date, a 25mm amplatzer pfo occluder (lot # unknown) was implanted to close a narrow septum. During follow up assessment, it was observed that there was residual shunting. An 8mm amplatzer vascular plug (lot # unknown) was used to close the shunt. The patient was reported to be stable post procedure.

Manufacturer narrative:
An event of a "combination treatment of a narrow septum with both an amplatzer and a shunt to ensure secondary leakage was stopped" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through presentation that an amplatzer pfo occluder may be related to a residual shunt. Specific patient information is documented is a female. Details are being requested. On an unknown date, an amplatzer pfo occluder (model and lot # unknown) was implanted to close a patent foramen ovale. After an unknown period of time, it was observed that there was residual shunting. An amplatzer vascular plug (model and lot # unknown) was used to close the shunt. The patient was reported to be stable post procedure.